Event description:
In 2007, the patient was treated with the gore excluder aaa endoprosthesis. The contralateral leg component had migrated into the aneurysm sac causing a distal type I endoleak. Three days before, a re-intervention took place. An additional contralateral leg component was implanted and resolved the endoleak. The pt was reported to be doing well.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Also implanted in the pt were pxc121000/04594960, pxc121200/04718373, pxt281414/04479014, pxl161007/04509124.